Event description:
It was reported that patient underwent total knee arthroplasty approximately fifteen (15) years ago. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene tibial bearing. The tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Date implanted - approximately 15 years ago. Manufacture date - unknown.